Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction based on the information obtained, it was not possible to identify the exact cause of the incident. However, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn on the plastic distal end cover. There was no patient involvement.